Event description:
Medwatch form rec'd from hospital on dec. 28, 1999 and faxed to warsaw. Pt rec'd total left knee in 1995. X-rays revealed worn poly and metal on metal. Revision done in 1999, and a cracked femoral component was discovered. Only one part number was provided.